Manufacturer narrative:
(B)(4).

Event description:
It was reported that both knots of the fast-fix 360 curved device came out. There is no report regarding the status of the devices, the outcome of the procedure or any delay that might have resulted. No patient injury or complication was reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event. A review of the device history record was performed which confirmed no inconsistencies.